Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that prior to a case at the user facility, there were metal pieces coming out of the remb sagittal saw. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to a case, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that prior to a case at the user facility, there were metal pieces coming out of the remb sagittal saw. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to a case, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.